Event description:
Regulatory affairs manager - medtronic another country reported that the or theater manager for another country clinic stated: when intubating the patient, the anaesthetist accidentally perforated the patients trachea. We understand he did use a device to assist introduction of the tube & have yet to establish whether it was made from a metal or rubber material. We are informed that the anaesthetist normally uses a standard et tube with a wrap-around electrode, and therefore had not had very much exposure to the medtronic emg tube. The patient was admitted to the ICU for three days, then discharged without any problems.

Manufacturer narrative:
This report shall not be construed as an admission by medtronic xomed that the product(s) herein are or were defective or dangerous in any respect or that any casual relationship exits between these products and any actual or potential injury. In addition, the submission of a report by medtronic xomed shall not be construed as an admission that a reportable event has, in fact, occurred.